Event description:
Product testing was completed on the suspect generator. Product analysis confirmed a failure occurred in the generator.

Event description:
It was reported that the patient was unable to be interrogated. Troubleshooting was performed by using multiple programming systems, switching batteries, and using usb connection. These programming systems successfully interrogated patients before and after this event. The patient has been having increased seizures. The patients battery had only been implanted for ~1 year, and the battery life calculation expected there to be another few years until depletion. The patient later had their device replaced due to battery depletion. Suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted generator was received by the manufacturer to undergo analysis. Analysis has not been completed to date.